Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer biomedical engineer (biomed) reported a failure to alarm for low blood pressure on their philips intellivue information center (piic). The device was in use on a patient. There was no report of patient or user harm.